Event description:
It was reported that the patient lost weight which created discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was readjusted, resolving the issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.